Event description:
The info provided to sjm indicated an sjm epic valve, implanted on (B)(6) 2011, was explanted and replaced with an sjm trifecta valve (model: tf-25a; sn: (B)(4)). The explanted valve had a marked amount of thrombus on the surface of the leaflets.